Event description:
Male underwent aquablation procedure. After the procedure, the treating physician decided to take the patient back to the or to assess prostate cavity due to redness of balloon catheter. The treating physician removed the balloon catheter, evacuated some clots, and did some rollerball cautery in the prostatic area on the tissue. Irrigation was performed, and a balloon catheter was re-inserted. The patient was discharged home on (B)(6) 2018 (1 day post-op).

Manufacturer narrative:
H.10. Additional manufacturer narrative: a review of the aquabeam system's log file was conducted, which confirmed that there were no anomalies during the procedure. The review indicated that the system functioned as designed. A review of the device history record (DHR) for lot number 18c00529 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system, which could relate to the reported event. The review indicated that the system met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu320301, rev. D, lists bleeding as a potential perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. Bleeding is a potential risk of the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.